Manufacturer narrative:
Should the device be returned an investigation will be performed and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4). .

Event description:
On (B)(6) 2026 dr. (B)(6) reported that his 68yr old male patient came into his office before the second stage surgery. He discovered that the primary implant surgery performed on (B)(6) 2025 on tooth #3 failed to osseointegrate. The patient presented with the issue on (B)(6) 2026 and the implant was removed. It is reported that the patient did not experience any symptoms. No reports of permanent injury and no additional medical/surgical procedure was needed. The patients bone quality is type is iii with good oral hygiene.